Manufacturer narrative:
The core module was received for evaluation. A visual assessment of the returned sample did not find any obvious visual nonconformity. The core module was installed onto a calibrated system and booted up. No system messages were generated upon boot up. The sample was then tested and found to meet specifications. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the system shut down on its own. The system was restarted to complete the case. There was no harm to the patient.

Manufacturer narrative:
Additional information: the system was examined and the reported event was replicated. The core module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 17, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the core module however, how or when the component became nonconforming cannot be determined conclusively. (B)(4).